Event description:
It was reported by a company representative that a physician's handheld would not work as the software would return to the windows page. Troubleshooting was performed on the handheld and it was indicated that no patient was involved. At the moment good faith attempts to obtain the product returned to manufacturer have been unsuccessful to date.

Event description:
The handheld analysis was completed. During the analysis it was identified that the handheld could not complete the screen alignment utility during the initial setup process. The cause for the anomaly is associated with debris that was trapped under the case. Once the display was cleaned, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
The handheld and software have been returned for analysis. Product analysis is pending completion.

Manufacturer narrative:
Event caused by debris trapped under the case and resolved with clearing the debris.

Manufacturer narrative:
Suspect medical device corrected data: product serial number and lot number omitted on supplemental report 02.